Manufacturer narrative:
As reported, there was no sign of inflation as indicated by back leakage on the 5f mynxgrip vascular closure device (vcd). No patient injury was reported. The device was stored, handled, inspected, and prepped per the instructions for use (IFU). During prep, there was no back leakage from the inflation indicator. This was an interventional coronary arterial procedure. A retrograde approach was used. The deployer was mynx certified. The patient was not hospitalized or had an extended hospitalization as a result of the event. The patient has recovered. The device was not used as the anomaly was noted during prep. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The sealant was located inside the shuttle cartridge tubing, in its manufactured position. The procedural sheath was not returned with the device. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. The balloon was inflated with water and pressure was maintained with proper functioning of the inflation indicator per mynxgrip instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f1901404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ was not confirmed through analysis of the returned device since no leakage was noted. The exact root cause of the reported incident could not be conclusively determined during analysis. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue reported. It could possibly be related to prep of the device or the concomitant devices. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, there was no sign of inflation as indicated by back leakage on the 5f mynxgrip vascular closure device (vcd). No patient injury was reported. The device was stored, handled, inspected, and prepped per the instructions for use (IFU). During prep, there was no back leakage from the inflation indicator. This was an interventional coronary arterial procedure. A retrograde approach was used. The deployer was mynx certified. The patient was not hospitalized or had an extended hospitalization as a result of the event. The patient has recovered. The device was not used as the anomaly was noted during prep. The device was not returned for analysis. A product history record (phr) review of lot f1901404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ could not be confirmed since the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review, it is not possible to determine what may have contributed to the issue reported. However, handling factors are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. A device history record (DHR) review of lot f1901404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.

Event description:
As reported, there was no sign of inflation as indicated by back leakage on the 5f mynxgrip vascular closure device (vcd). No patient injury was reported. The device was stored, handled, inspected, and prepped per the instructions for use (IFU). During prep, there was no back leakage from the inflation indicator. This was an interventional coronary arterial procedure. A retrograde approach was used. The deployer was mynx certified. The patient was not hospitalized or had an extended hospitalization as a result of the event. The patient has recovered. The device was not used as the anomaly was noted during prep.